Manufacturer narrative:
Eval summary - only an empty lens case base was returned inside a lens carton. The complaint lens was not returned. Results from the product history record review indicated the lens met release criteria. The root cause cannot be determined from the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/31/2012 and 02/15/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A materials mgr reported that due to anisometropia, an intraocular lens (iol) was exchanged for a different model lens. Add'l info has been requested.